Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4) ) stopped compressions and displayed a 'system error, out of service, revert to manual CPR' error message" was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective drivetrain motor, likely due to a defective component. During visual inspection, a cracked top cover at the lower right corner was noted. The observed physical damage was unrelated to the reported complaint and likely attributed to user mishandling such as a drop. The top cover was replaced to remedy the observed damage. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. A review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message to have occurred on the customer's reported event date, thus confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. The investigation found that the motor shaft dimples had widened/worn out. Therefore, the m3-.5 x 4mm set screws would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The drivetrain motor assembly was replaced to remedy the ua139 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4) . The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, the autopulse platform (sn (B)(4) ) was used to treat a (B)(6) -year-old male (200lb) patient in cardiac arrest. The cardiac arrest was not witnessed. Per the bystander statement, the patient had a history of myocardial infarction a year ago and diabetes. Upon emergency crew arrival, the patient was found unconscious, unresponsive, pulseless, and apneic skin, warm, dry with no signs of trauma. The manual CPR was performed by the first responder for approximately 4 minutes. The autopulse platform performed compression for an unknown period of time. The battery was depleted and was replaced, however, after re-start, the platform displayed a "system error, out of service, revert to manual CPR" error message. The crew immediately performed manual CPR for an unknown period of time. Another autopulse platform was used to continue the CPR, however, the return of spontaneous circulation (rosc) was not achieved and the patient was pronounced dead at the hospital. No information about the cause of death was provided. Per the reporter, the patient's death was not related to the autopulse platform. Per a reporter, the autopulse li-ion battery used during the call was tested and is functional. The battery has been placed back in service.